Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap reservoir will not lock properly or verify no delivery alarm, occlusion due to missing retainer. Insulin pump passed rewind, prime, seating, basic occlusion, force sensor and self test. No unexpected pump error 54 anomalies noted.

Event description:
Information received by medtronic indicated that the insulin pump had a hal software error detected alarm and insulin flow blocked alarm. Customer stated they were able to clear process but did not received request for rewind. Customer stated self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.